Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, when the mapping catheter was removed from the sheath, the loop was missing. The balloon catheter and sheath were removed from the patient and the loop of the mapping catheter was caught on the tip of the sheath. The case was switched to and completed with radiofrequency. No patient complications have been reported as a result of this event.